Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) order and replaced o-ring seals. The stm lubed the new seal and tested several times in/out of the cart without issues. The stm performed helium leak test which passed the criteria/ all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that upon completion of preventive maintenance (pm) the customer removed/replaced the console into the cart several times (applying stickers) and subsequently tore the o-ring on the quick disconnect, causing a helium leak. There was no patient involvement, thus no adverse event was reported.

Event description:
It was reported that after completion of a preventive maintenance (pm) by a getinge service territory manager (stm) on the cardiosave intra-aortic balloon pump (iabp), the customer needed to apply stickers/labels to the console, and in the process of labeling the unit, the customer removed and replaced the console into the cart several times and subsequently broke the o-ring on the quick disconnect, causing the helium tank to leak out. There was no patient involvement, thus no adverse event was reported.